Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-424h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the shrink tubing distal end exhibits mild melting; the fiber within the glass cap is blackened. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at 90,422 joules of use and 19:30 minutes, fiber damaged at tip was reported. The procedure was completed using a second fiber. There was no patient injury reported.